Manufacturer narrative:
(B)(4).

Event description:
Received information the patient felt they were charging more than expected. Patient had device off and battery was charged up and after eight days was showing down to 50%. Patient is scheduled for a lead revision but no further information regarding the surgery was provided. Additional information was requested and if provided, a follow up report will be sent.